Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. System inspection carried out. Removed inner gantry covers. Unable to find where the suspect part came from. Grommet found was possibly dropped in system when system was parked with door opened. System checkout ok with no issues. No calibrated instruments used. System ready for clinical use. Codes b01, c19, d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that "a piece of the system fell apart.", no further information was given at the time of the call (damaged covers). There was no patient involved.